Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
"Skin did not heal properly around connection of ventricular catheter to shunt and skin grew under distal part of valve from siphon guard to a part of the distal catheter." The surgeon: "removed the valve and part of the bactiseal catheters and replaced catheters with plain catheters and a new valve." The surgeon feels that incident described: "may be an allergy to bactiseal." Device discarded.